Manufacturer narrative:
The stellaris unit was evaluated and the reported problem was not duplicated. The investigation is ongoing.

Manufacturer narrative:
The root cause of the complaint is unknown/inconclusive. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required, there is no non-conformance. The investigation is complete.

Manufacturer narrative:
Additional information has been requested. The device is being returned for evaluation. The certificate of compliance certifies that the device met all physical and functional requirements at the time of release. The investigation is ongoing.

Event description:
A facility in italy reported a sudden system shutdown during surgery. No patient impact reported.